Manufacturer narrative:
Detailed product information was not provided to bsc as it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. Post pulsed field ablation (pfa) procedure to treat atrial fibrillation, approximately 3 to 4 hours after the patient left the room, there were signs of cardiac tamponade. The patient was brought from the ward to the catheterization room. The device is not expected to return. It was further reported that pericardiocentesis was not performed, and the alternative treatment to resolve the tamponade is not known. The patient was stabilized and discharged home. The tamponade was identified using ultrasound due to low blood pressure. Ablation was performed in the following areas, ls 8 times, li 8 times, l-carina 4 times, rs 8 times, ri 8 times, and r-carina 4 times. Activated clot time (act) was above 300 seconds during the procedure. No physical damage was observed with the device prior to the procedure. The patient did not have any pre-existing health issues that could have led to the adverse event. It was the users opinion that scratching caused by the non-boston scientific hd grid catheter or damage to the heart wall caused by the farawave nav catheter led to the adverse event. No further information is available.

Event description:
It was reported that the patient experienced cardiac tamponade. Post pulsed field ablation (pfa) procedure to treat atrial fibrillation, approximately 3 to 4 hours after the patient left the room, there were signs of cardiac tamponade. The patient was brought from the ward to the catheterization room. The device is not expected to return. It was further reported that pericardiocentesis was not performed, and the alternative treatment to resolve the tamponade is not known. The patient was stabilized and discharged home. The tamponade was identified using ultrasound due to low blood pressure. Ablation was performed in the following areas, ls 8 times, li 8 times, l-carina 4 times, rs 8 times, ri 8 times, and r-carina 4 times. Activated clot time (act) was above 300 seconds during the procedure. No physical damage was observed with the device prior to the procedure. The patient did not have any pre-existing health issues that could have led to the adverse event. It was the users opinion that scratching caused by the non-boston scientific hd grid catheter or damage to the heart wall caused by the farawave nav catheter led to the adverse event. No further information is available. It was further reported that a faradrive steerable sheath was used with the catheter. The patient details such as name, age, dob, gender and weight were unavailable per customer account.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem detailed product information was not provided to bsc as it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.